Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information related to the procedure and its completion, but the customer did not provide the information. It was reported that x-ray acquisition was not available. The philips remote service engineer tried to reach out to the customer, but the customer did not respond to rse. Therefore, there was no information about the root cause and resolution of the reported problem and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the x-ray acquisition was not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.